Event description:
It was reported that the anesthesia workstation failed several tests during system check-out and generated technical error code indicating pressure transducer error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. According to the information provided by the technician, the issue was solved by replacing inspiratory pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported pressure transducer test failure and technical error code indicating pressure transducer error. The logs indicate that it was the inspiratory pressure transducer pcb that was faulty. No further issues have been reported with this device. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/14/2020; corrected manufacture date: 08/07/2020. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).